Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/06/2019. The service technician replaced the data acquisition (da) board to address the reported issue. The failure of this customer returned data acquisition (da) board was caused by a defective pressure sensor u6. Replacement of u6 corrected the failure with this da board with no other failures identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician encountered an occurrence of machine pressure sensor autozero failed in the error log. There was no patient involvement.